Event description:
Per the audiologist, the patient was scheduled for revision surgery 2009 due to migration of the device. More information ahs been requested but was not available at the time of this report august 11, 2009.